Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots had occurred. Visual inspection revealed that there was moisture in the display lens. The battery compartment was found to be cracked at the threads. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete a 24 hour duration test with no power issues occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was observed on the printed circuit board and internal components. Unrelated to the complaint, evaluation revealed that the pump¿s vibration feature was not functional. Direct power was applied to the vibration motor and the motor remained unresponsive. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.